Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d1, d7a, g2. The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. Additionally a non maquet pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID #(B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by customer that during use of intra aortic balloon, after 8 days of therapy, reported backflow of blood along the iabp catheter extender (helium tubing). There were no alarms from iabp machine. Iabp catheter and arterial sheath were removed. Reported to have no complications.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.